Event description:
The balloon ruptured as the trocar was being removed. Some silicone pieces were found on the instruments, but it is unknown if any remained in the patient cavity. No patient injury reported.